Manufacturer narrative:
Correction information : f7: follow up #01. On 18-jun-2021,, a device history record(DHR) review for model ec38-i10l, serial number (B)(6) was performed under ivai-21-060037, the DHR review confirmed the endoscope was manufactured at the miyagi facility on 11-apr-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 12-apr-2016. Summary based on the manufacture investigation, the root caise of the complaint was user related error. The user facility responded to multiple good faith efforts via email on 04-jun-2021 and stated the facility has "remedied the situation at hand." No additional information was provided. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the united states. The pentax medical sales rep provided information indicating that when the provider was pulling the endoscope back he visualized a tear on the wall of the rectum of the patient. The case involved pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The user facility also contacted pentax customer service on (B)(6) 2021 and noted rectal tear was observed during the procedure. The reporter also mentioned resistance in the primary operational channel as well as possible damage on the outside of the unit that could cause harm to the patient. No accessories were used during the procedure. The procedure was completed without delay and the patient was taken to the emergency department for further evaluation and a computed tomography (CT) scan was performed. The user facility responded to multiple good faith efforts via email on (B)(6) 2021 and stated the facility has "remedied the situation at hand." No additional information was provided. Pentax medical video colonoscope, model ec38-i10l, serial number (B)(4) has not been returned for evaluation as of (B)(6) 2021. Pentax medical model model ec38-i10l, serial (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2016. The investigation is currently in-process.